Event description:
Additional information was received that surgery occurred to explant and replace the ipg, which resolved the issue. Therapy was restored post-operatively.

Manufacturer narrative:
An ipg replacement was reported to abbott. A rep had met with the patient for reprogramming, but the rep received an end of service message. The patient had not used his controller in over six months, so he did not make anyone aware sooner. The ipg was explanted and replaced to restore effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data: results code: changed from 3221 - no findings available to 213 - no device problem found conclusion code: changed from4315 - cause not established to 67 - no problem found. Manufacturing narrative update to include the cp log analysis findings: an ipg replacement was reported to abbott. A rep had met with the patient for reprogramming, but the rep received an end of service message. The patient had not used his controller in over six months, so he did not make anyone aware sooner. A longevity estimate cannot be calculated as programming history was not provided. The provided cp logs confirm the end of service warning. The ipg was explanted and replaced to restore effective therapy. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight and event information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the end of service error message displayed for the ipg on an unknown date, and the patient lost therapy. As a result, surgery may occur to address the issue.